Event description:
Customer states that about an hour before the event, she took 30 units of novolog insulin based upon a reading of 425 mg/dl on the compact plus meter. Customer states that she started to feel sweaty and lethargic. Customer did not pass out, but said her roommate noticed she wasn't herself, and wasn't capable of testing, so her roommate tested the blood sugar. The reading was 100 mg/dl on the compact plus meter. Her roommate did another test within 5 minutes, and reading was 321 mg/dl. Her roommate called 911. Her roommate did not try to give customer any treatment before the paramedics arrived. Paramedics arrived within 5 minutes of last readings. Customer stated that the paramedic's reading on their meter was 20 mg/dl. Paramedics treated customer with glucose IV, and a type of glucose shot, but customer wasn't sure what the injection was called. Customer said the paramedics stayed with her for about 1 hour, and within that time, she began to feel better. Customer was not taken to the hospital. She remained at home. No delay in treatment reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.